Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging diabetic ketoacidosis and almost dying. The reporter stated that the pump was unplugged and the reporter did not deliver enough insulin. The reporter also indicated that the issue may have been contributed to by having the flu. The reporter was unwilling to review the event during a subsequent call to determine if the product may have been a factor in the patient¿s event. This report is made based on the allegation that the patient experienced diabetic ketoacidosis and the insulin pump could not be ruled out as a possible contributor to the event.